Manufacturer narrative:
Device evaluation the pacific plus pta balloon catheter was received without it¿s y-manifold. The proximal end of the inner guidewire lumen exhibited tensile stretching, and accordion folding. The proximal end of the inflation pathway exhibited accordion folding. The balloon chamber remained bonded to the catheter and was in a post-inflation profile, (e.g. Not tightly wrapped nor winged). No longitudinal nor radial tearing was noted in the balloon chamber material. Except for the y-manifold all components were accounted for. Without a y-manifold further testing could not be conducted to determine the location of the pinhole leak. Per the reported event description, ¿a pin hole burst occurred on the balloon during inflation at pressure 14atm¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no difficulties experienced removing the balloon from the patient and intervention was not required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a pacific plus pta balloon during treatment of a calcified lesion in the patient¿s distal right superficial femoral artery, popliteal artery, and peroneal artery. Slight vessel tortuosity and moderate calcification are reported. Lesion exhibited 70% stenosis. No damage was noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. Embolic protection was note used. A syringe was used for balloon inflation. The device was not passed through a previously deployed stent. No resistance was noted during advancement. It is reported a pin hole burst occurred on the balloon during inflation at pressure 14atm. No fragments removed in the patient. The balloon was replaced with another pacific plus to complete theprocedure. No patient injury reported.